Manufacturer narrative:
The investigation determined that code 541-014 (luminometer data invalid) occurred on two different quality control samples while using the vitros trop I es on a vitros eci immunodiagnostic analyzer. The investigation could not determine a definitive root cause. However, a transient instrument related issue cannot be ruled out as a contributing factor. There was no evidence that a reagent related issue contributed to the event. There has been no further occurrence of the 541-014 codes since the event on (B)(4) 2013.

Event description:
The customer reported intermittent 541-014 (luminometer data invalid) condition codes that occurred with two different quality control samples processed on a vitros eci immunodiagnostic system using vitros trop I es reagent . The occurrence of 541-014 codes may be indicative of several scenarios that meet the criteria for being classified as a potential health and safety complaint. There was no report that patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).